Manufacturer narrative:
Device evaluation: during the investigation of the returned product, the information provided by the customer "foggy" could be confirmed: the image is slightly foggy, and blurring can be seen at the edges of the image. The shaft is clearly bent, which has resulted in one or more rod lenses being chipped. The distal end of the endoscope is severely damaged by chemicals. The area at the end of the shaft is partially dissolved and there are defects in the material. The fiber ends in the distal area are also severely chemically damaged. The distal solder seam is severely damaged and partially dissolved, resulting in a leak. Moisture penetration is also evident in the rod lens system due to the existing leak. The damage found is most likely due to improper clinical reprocessing or reprocessing that deviate from the manufacturer's recommendations. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned manufacturer on april 2,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported "foggy". No negative impact in state of health reported.